Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found dislodged one day after implant. The lead was revised and it remains in use. No patient complications have been reported as a result of this event.